Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. Unable to go into event history log (ehl) or download the ehl due to power up problem. During the functional testing was unable to turn on the device due to no alternating current (ac) lead or battery lead and no ac power was going into device. The interconnect board did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced interconnect board. Performed preventative maintenance and all functional testing.

Event description:
Additional information received via email: there was no patient involvement. The event occurred during test.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited power supply issues. It was reported that the pump charging section on the unit was not getting power. No patient injury reported.